Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse was unable to identify the cause for the system lock up but he reseated the computer cable connections and cleaned out the dust inside the computer as preventative maintenance. The fse found a malfunctioning blood sampling valve (bsv) knob and diluent buildup in between the bsv pads. The fse replaced the bsv assembly and the bsv knob and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a system lockup on a coulter lh 500 hematology analyzer. The customer called beckman coulter customer technical support (cts) and a cts representative guided the customer to reboot the instrument and run startup checks, which resolved the lockup issue. The customer then reported a fluid leak of an unspecified volume in the area of the blood sampling valve (bsv). Cts troubleshooting was stopped and a field service engineer (fse) was requested. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.